Event description:
The facility administrator spoke with our clinical specialist and advised that they had approximately 8 needle stick injuries within the last 18 months. Our clinical specialist requested the details for each incident and the facility administrator advised she could not provide us with the information since we are not from their corporation. No further information was provided, an in-service was scheduled for (B)(6) 2018 to train on activating the needle's safety mechanism. Product code was not provided, but according to our records, this facility purchases product codes ft+142530tp, ft+152530tp, and ft+153230tp.